Event description:
It was reported the patient had their lead replaced (B)(6) 2010 and the last four stitches never dissolved. The patient's incision site was red and oozing and painful. Patient experienced a loss of therapeutic effect at the lead location. Patient was in fair condition. Additional information has been requested and will be made as follow up as it becomes available.

Manufacturer narrative:
(B)(4).